Event description:
Pump was set up to infuse heparin at 10cc/hr, during pt transport between two facilities it was noticed that after 5 hours 130cc had actually been infused when 50cc were expected. There was no report of pt injury or medical intervention being required. Attempts were made to obtain additional details regarding pt status and pt info but no additional details are known.